Manufacturer narrative:
The reported events of high pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing and x-ray examinations found no indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, upon interrogation, the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The rv lead was not used and replaced during the procedure. There was no patient consequences.